Manufacturer narrative:
It was reported that offload and metpad misplaced. Patient developed wound on the bottom of their foot as well as toes. Patient had to antibiotics for injury and see the doctor multiple times in regards to the injury. The insoles were not returned for evaluation. The root cause could not be established. If "addditional" reporting on this event is provided as a supplemental report to this document will be provided.

Event description:
It was reported that offload and metpad misplaced. Patient developed wound on the bottom of their foot as well as toes. Patient had to antibiotics for injury and see the doctor multiple times in regards to the injury.